Event description:
Boston scientific received information that a latitude red alert was received from this system due to a pacing impedance measurement greater than 2000 ohms. Additionally, thresholds had also increased. No adverse patient effects were reported.

Manufacturer narrative:
The physician will continue to monitor this patient. No other adverse events have been reported. This product issue will be updated if additional information is received.